Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via customer¿s webform that the insulin pump had loss of audio safety notification. Customer's blood glucose value was unknown. Customer stated that on insulin pump had affected software version (B)(4) and that audio beep test. No further details were reported. Customer will be contacted to discuss replacement pump process by helpline. The device will be returned for analysis.